Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's sites. The mother states the customer change their site but their blood glucose levels kept rising. The customer's blood glucose level had been as high as 535mg/dl. The customer removed the site and noticed the cannula had never gone into the body. The customer states they replaced set and everything was normal. The customer declined to troubleshoot the highs.